Event description:
The customer has requested service and repair on the driver due to a possible disconnection of the driver cable internal to the housing. The technician reported moving the cable internal to the driver in order to finish the breast biopsy. The green light to indicate power was affected by the driver cable entering into the driver. There were no pt consequences reported. The breast biopsy was completed.